Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("left ovarian cysts"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("bloted"), dyspareunia ("hearts during and after sex"), back pain ("back pain") and loss of libido ("no sex drive"). The patient was treated with surgery (underwent surgery for evaluation, in which both tubes were removed with coils intact). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding, ovarian cyst, abdominal distension, dyspareunia, back pain and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, loss of libido and ovarian cyst to be related to essure. The reporter commented: plaintiff complained, about these symptoms to her healthcare providers, including, the physicians. Additionally, the left ovarian cyst was biopsied and drained. Cross referenced with plaintiff case number : (B)(4). As per social media, I have essure still in me. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, dyspareunia, back pain and loss of libido. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - abdominal distension, dyspareunia back pain and loss of libido were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("left ovarian cysts"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("bloated"), dyspareunia ("hearts during and after sex"), back pain ("back pain"), loss of libido ("no sex drive"), depression ("im in so much pain and really depressed today"), pain in extremity ("ankle and feet hurt so bad") and anxiety ("anxiety"). The patient was treated with surgery (underwent surgery for evaluation, in which both tubes were removed with coils intact). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding, ovarian cyst, abdominal distension, dyspareunia, back pain, loss of libido, depression, pain in extremity and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, loss of libido, ovarian cyst and pain in extremity to be related to essure. The reporter commented: plaintiff complained, about these symptoms to her healthcare providers, including, the physicians. Additionally, the left ovarian cyst was biopsied and drained. Cross referenced with plaintiff case number: (B)(4). As per social media, I have essure still in me. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, dyspareunia, back pain and loss of libido. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as ankle and feet hurt so bad and anxiety. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("left ovarian cysts"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("bloted"), dyspareunia ("hearts during and after sex"), back pain ("back pain"), loss of libido ("no sex drive"), depression ("im in so much pain and really depressed today"), pain in extremity ("ankle and feet hurt so bad"), anxiety ("anxiety") and arthralgia ("ankle and feet hurt so bad"). The patient was treated with surgery (underwent surgery for evaluation, in which both tubes were removed with coils intact). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding, ovarian cyst, abdominal distension, dyspareunia, back pain, loss of libido, depression, pain in extremity, anxiety and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, loss of libido, ovarian cyst and pain in extremity to be related to essure. The reporter commented: plaintiff complained, about these symptoms to her healthcare providers, including, the physicians. Additionally, the left ovarian cyst was biopsied and drained. Cross referenced with plaintiff case number : (B)(4). As per social media, I have essure still in me. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, dyspareunia, back pain and loss of libido, arthralgia. Amendment: the report was amended for the following reason: coding correction received. Event ankle and feet hurt so bad were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("left ovarian cysts"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("bloted"), dyspareunia ("hearts during and after sex"), back pain ("back pain"), loss of libido ("no sex drive"), depression ("im in so much pain and really depressed today"), pain in extremity ("ankle and feet hurt so bad"), anxiety ("anxiety") and arthralgia ("ankle and feet hurt so bad"). The patient was treated with surgery (underwent surgery for evaluation, in which both tubes were removed with coils intact). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding, ovarian cyst, abdominal distension, dyspareunia, back pain, loss of libido, depression, pain in extremity, anxiety and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, loss of libido, ovarian cyst and pain in extremity to be related to essure. The reporter commented: plaintiff complained, about these symptoms to her healthcare providers, including, the physicians. Additionally, the left ovarian cyst was biopsied and drained. Cross referenced with plaintiff case number : 2017-184247 as per social media, I have essure still in me. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, dyspareunia, back pain and loss of libido, arthralgia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping, even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and ovarian cyst ("left ovarian cysts"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, even when not menstruating") and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was treated with surgery (underwent surgery for evaluation, in which both tubes were removed with coils intact). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, abdominal pain, dysmenorrhoea, dysfunctional uterine bleeding and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysfunctional uterine bleeding, dysmenorrhoea and ovarian cyst to be related to essure. The reporter commented: plaintiff complained, about these symptoms to her healthcare providers, including, the physicians. Additionally, the left ovarian cyst was biopsied and drained. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.